Event description:
Bard g2 retrievable filter previously placed for life threatening pulmonary emboli and dvt resistant to anticoagulation. This admission pt found to have multiple broken struts, including one that migrated to the lung and another that migrated outside of the vena cava.